Event description:
In 2008, the sales representative reported that during surgery the middle rubberband fell off and then the tip fell off. Additional information received on 25 aug 2008 via telephone, the sales representative reported that during surgery the band that holds the tip came off. There were no pieces or closure tops that fell in the wound. The surgeon used the other closure top driver to finish the case as intended.

Manufacturer narrative:
Product is an instrument and is not implantable. A review of the device history record found the part met specifications. The visual examination noted the o-ring is missing and there is significant wear to the device. The investigation determined the event is due to normal wear.